Event description:
Pt with history of chronic back pain underwent a bilateral lumbar decompression at l3-l4 level under monitored anesthesia. The pt had a pain pump previously implanted and the catheter was located at a level above the treatment site. Near the conclusion of the procedure, it was discovered that a piece of catheter from the pt's pain pump had been retrieved. The procedure was concluded and the pt was discharged. The pt underwent a pump revision on the evening of (B)(6) 2013, and is doing well with no sequelae.